Manufacturer narrative:
H11: the affected part was returned to livanova deutschland for a detailed investigation. The technician could confirm the reported issue. In order to solve it, complete pump head was replaced and as preventive maintenance also the pump cover was replaced. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A device service history review has been performed and identified that the unit was manufactured in 2023 and no other similar event has been reported for this unit. Taking into account all the collected information and repair activity, the most likely root cause has been assigned to a loosened fixation of resolver inside the pump head.

Event description:
Livanova deutschland received a report that a s5 mast roller pump gave a motor controller failure error message during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 mast roller pump. The incident occurred in kuwait. A livanova field service representative was dispatched to the facility to investigate the device: motor power amplifier circuit board (hmf) and motor controller circuit board (hms) have been checked and no deviation was found. The reported problem has been reproduced and thus the pump is defective and the unit will be sent to livanova deutschland for further inspection and repair. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.